Event description:
It was reported that the wound dehisced along the entire suture line approximately 2 days after removal of a lesion from the back. The knots were still secure and it is believed that the suture broke. Re-suturing was performed in the physician's office.